Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system associated with the finished goods batch was returned for analysis. The tip od was measured which is within specification. The stent was damaged at its proximal end. The struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).